Manufacturer narrative:
(B)(4). This is a report of use error, where the customer improperly set-up the homechoice set and solution bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to make sure the solution bags are connected to the proper lines on the organizer. The guide also gives step by step instructions for connecting the solutions bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was leaking from the fourth supply line in the organizer. The patient was not connected at the time of the event. During troubleshooting, the customer reported not knowing much about how to set up and the leak was coming from the connection between the supply line and the solution bag. The technical services representative assisted the customer in ending therapy and assisted with setting up with new supplies. There was no patient injury or medical intervention reported. No additional information is available.